Event description:
A slush drape was utilized during a surgical procedure. Upon conclusion of the procedure, a hole in the warming side of the drape was discovered. This had the potential to cause contamination and negative effect on the pt due to fluid invasion. No pt negative outcome has been observed. Used during surgery. Was not connected nor contingent upon any other equipment. Was utilized for cooling tissue as prescribed by MFR.